Manufacturer narrative:
(B)(4). Approximate age of device - 87 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was seen in clinic and found to have hemoglobin of 6.9 g/dl. The patient was admitted to the hospital and was transfused with a total of 5 units packed red blood cells. Esophagogastroduodenoscopy (egd) showed 2 bleeding spots, which were clipped. Colonoscopy was negative. The patient was discharged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.